Event description:
It was reported that 18 months out from original acl surgery, patient was experiencing pain and swelling at anterior tibia insertion site. Very painful, some cyst type evident at tendon and screw insertion site. The screw was partially absorbed but the remaining was removed from the tibia . Tunnel was then packed with bone chips. Graft was still functionable.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Returned device included mostly dissolved device and patient specimen. Based on the information provided and device evaluation, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.